Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On or about (B)(6) 2026, a pod was applied to the patient¿s arm and worn for approximately 49 to 71 hours. The pod was removed on (B)(6) 2026 due to pain at the insertion site. Upon removal, the site exhibited edema, marked redness, soreness, and purulent drainage. The legal guardian (lg) reported that the cannula appeared straight at the time of removal. The pod was discarded and was not available for return or investigation. On (B)(6) 2026, the patient sought medical evaluation from a healthcare provider and was diagnosed with an infection at the cannula insertion site. A course of flucloxacillin was prescribed. A follow-up visit occurred on (B)(6) 2026 due to incomplete resolution of symptoms, and a second course of flucloxacillin was prescribed. Redness improved; however, a persistent lump remained and further follow-up was planned to assess the potential need for surgical intervention. Each medical visit lasted approximately 30 minutes. Medical assistance was required, and the pod was not worn during medical visits due to pain. On (B)(6) 2026, the lg contacted support at insulet to report the event. The lg indicated that blood glucose levels were believed to have increased during the event; however, no specific blood glucose values were available, and no bg values were documented in the report. A finger-prick meter was used as a backup method for glucose monitoring. A new pod was applied successfully following the event.